Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation a complicated storage method, impact such as bumping, chemical attack by chemical agent or detergent solution, or temperature and humidity may have caused glue deteriorated, which led to the subject event. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿improper and/or incomplete reprocessing or storage can present an infection control risk, cause equipment damage or reduce performance.¿ olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported that during the pre-use inspection, the forceps/irrigation plug (isolated type) during the pre-use inspection, the black plastic part on the outside of the tightening knob and the metal on the inside came off. The inspection was completed after replacing it with another forceps/irrigation plug (isolated type). There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the complaint (the black plastic part on the outside of the tightening knob and the metal on the inside came off) was confirmed. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.